Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately low. The reading was 110 mg/dl compared to a competitor meter with a result of 175 mg/dl. (Invalid comparison) no medical attention was received. No action taken by the pt following use of the meter. The customer care representative performed torubleshooting and twice the control solution test was not within range. Based on the information obtained from the pt there is no indication the product malfunctioned.